Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, an endeavor sprint drug eluting stent was implanted in the rca. Approximately 11 months post index procedure, patient suffered cerebral infarction (stroke) and was treated with medication. Patient recovered. Investigator assessed that event is not related to the study device.